Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was beeping every 5 to 10 minutes with no visible alarms in alarm history. Customer reported that insulin pump was worn in pocket. Customer reported of not feeling well and nurse came over. Customer's blood glucose was 436 mg/dl and nurse reported that customer was suffering from exhaustion. Customer was treated with bolus delivery and blood glucose was lowered slightly. During troubleshooting, customer reported to be a cashier and scanner was also beeping, but had a different sound than insulin pump. Insulin pump passed self-test. Customer was advised to monitor insulin pump and to call back if issue persists.